Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of lumbosacral disk disease and underwent left retroperitoneal exploration and anterior lumbar fusion l5-s1. As per notes, the patient underwent anterior lumbar discectomy and fusion at l5-s1 with an 8 degree 14mm (30mm x 24mm) peek intervertebral biomechanical device at l5-s1. The device was filled with rhbmp-2/acs. During the procedure, once reached the anterior spine at the level thought to be the l5-s1, a needle was inserted and check x-ray was taken. Prior to removing the needle, the anterior one third of the l5-s1 disc was cut at the ligament then the needle was removed. Then an 8-degree 14mm (30mm x 24m) peek intervertebral biomechanical device filled with rhbmp-2/acs was divided between two collagen sponges. Both sponges were rolled up and placed inside the cage per protocol. The cage was inserted and it locked in quite nicely. No complicaitons were reported. Post op patient alleged unspecified injuries due to rhbmp-2/acs.